Manufacturer narrative:
The company rep examined the system and confirmed the problem reported. The laser engine was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported the equipment displayed a message requesting service and locked during a procedure. There was no harm to the pt, but the case was canceled. Add'l info has been requested.